Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging the subject pump is missing data during a pump upload. According to the patient, she noticed there were gaps in the basal and bolus history from (B)(6) 2013. The date and time on the subject pump is correct at the time of the phone call. This complaint is being replaced due to time/date reset issue. The product was requested back for investigation. This complaint is being reported due to the unresolved inaccurate history issue. There was no report of any serious injury.

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings:a review of the pump¿s history showed a power interruption from 06/20/2013 to 07/02/2013 after a warning. A visual inspection of the pump revealed a cracked battery compartment. The pump was able to power on normally was exercised for 24 hours with no power interruption. Boluses were performed using the advanced bolus feature and they were accurately recorded in the pump¿s history in the correct order. The keypad was undamaged and the buttons responded appropriately. The pump¿s case was opened and no intermittent connection was found in the internal circuit board. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.